Event description:
While implanting the sense lead, surgeon experienced resistance with malleable retractor. A small pneumothorax occurred as a result which was treated with a chest tube and hospitalization for observation. Issue confirmed as resolved at (B)(6) 2020 follow up appointment.